Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for evaluation. It was noted that the computer would power cycle without prompt form the user. It was noted that after re-seating the ram, the unit functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The computer for the navigation system has not been received by the manufacturer for evaluation. Device manufacturing date is unavailable.

Event description:
Medtronic received information that, while in a spinal fusion, the navigation system displayed no signal on the monitor following registration. Restarting the navigation system did not restore functionality. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.